Manufacturer narrative:
(B)(4). Concomitant medical products: item# xl-200150, act artic hd arcom xl 28x44mm, lot# 692200. Item# 010000664, g7 pps ltd acet shell 54f, lot# 6438728. Item# 110024464 ,g7 dual mobility liner 44mm f, lot# 837170. Item# 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, lot# 63989039. Item# 00625006540, bone scr 6.5x40 self-tap, lot# 64005644. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2019-00179, 0001822565-2019-01064.

Event description:
It was reported that patient underwent hip arthroplasty revision 2 weeks post initial implantation due to infection. Patient began experiencing drainage from the incision site, beginning eight (8) days post-operatively, before the patient was diagnosed with deep wound infection. All components were removed and replaced with new components, and an extensive I&d was performed. It was noted that the cultures were (B)(6) for staph aureus, as well as (B)(6). Attempts to obtain additional information were made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes which indicated patient underwent revision of the left hip due to deep infection. Upon opening the hip, a large purulent fluid collection was identified and evacuation. The entire hip wound was debrided and all synovium, purulent fluid, purulent or necrotic tissue, and all scar tissue was removed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.